Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the distal left anterior descending artery (lad). A 2.25 x 38 mm xience sierra stent delivery system was used; however, it failed to cross the lesion due to the anatomy. Additionally, during removal, the stent became entangled with two unspecified guide wires, and the stent dislocated. Therefore, after a failed snare attempt to remove the stent, another unspecified stent was implanted to embed the xience sierra stent in healthy tissue (proximal lad) after balloon angioplasty was performed. The patient is stable. No additional information was provided.

Event description:
Subsequent to initial report, additional information was received from the sus voluntary medwatch report which states: per cath report... Following advancement of a choice pt wire distally to the left anterior descending (lad) artery, a 2.5 x 15 balloon was used to dilate the mid distal lad where there was 90% stenosis, a 3.0 x 15 was deployed to post dilate the stent. They were unable to pass the stent. So a second wire was placed as a buddy wire. An attempt was made to place a xience sierra 2.25 x 38 drug eluting stent. However, they were unsuccessful as the "stent got caught." They tried to remove the wire and remove the stent from the body however when pulling the wires and stent back, they had great difficulty and when the final guidewire and balloon all came out, it was noted immediately that the stent had become disconnected from the balloon and had appeared to be left within the left coronary artery from the left main extending into the proximal lad (within the previous stents). There was no flow disruption noted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. User facility (voluntary) medwatch report, report number not provided. 360065-1 medwatch letter pdf gdg_1-009001ea4803f0605.pdf.